Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2020-15007 . It was reported that the implantable cardioverter defibrillator system was explanted due to bacteremia with infected pacemaker leads. There was vegetation noted on the aortic valve. The system was successfully extracted, and the patient was in stable condition.